Event description:
It was reported that a patient was unable to connect mymerlin application to their insertable cardiac monitor (icm). Review of the last transmissions revealed that the icm battery had depleted faster than expected. No changes or interventions were reported. There were no patient consequences.